Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced gingival impingement, mild gum recession, and discomfort around lower anterior teeth from aligners pushing on gums due to the aligners.